Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be updated.

Event description:
It was reported that the patient with this subcutaneous (sicd) system, presented due to system sensing issues. An x-ray would confirm both can and electrode movement. The root cause of this issue was reported to be known a twiddlers case. The patient was admitted for system revision at which time a hematoma was observed. A new electrode was implanted and attempted to be inserted with the chronic sicd device header however, an error code was observed and the physician elected to remove and also replace the device. A new sicd was then implanted and the procedure completed. Both explanted products are intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection confirmed a complete lead with no visual manufacturing anomalies; the lead tip appeared normal and no lead body twisting was observed. Setscrew marks on the proximal connector, sense a contact pin, were observed and located in the correct position. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Arc marks were observed on the shocking coils and a crack in the polyurethane insulation, distal to the sense b notch area, was also observed. Laboratory analysis did not identify any electrode manufacturing defects that would have caused or contributed to the reported clinical observations. The insulation crack was likely the root cause of the shorted lead condition and resulting arc marking.

Event description:
It was reported that the patient with this subcutaneous (sicd) system, presented due to system sensing issues. An x-ray would confirm both can and electrode movement. The root cause of this issue was reported to be known a twiddlers case. The patient was admitted for system revision at which time a hematoma was observed. A new electrode was implanted and attempted to be inserted with the chronic sicd device header however, an error code was observed and the physician elected to remove and also replace the device. A new sicd was then implanted and the procedure completed. Both explanted products were returned for analysis.